Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jun-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 04-aug-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been having nothing but issues with the device since it was implanted and this implant was the worst decision they've ever made. Caller stated that they've been having problems with charging since they got it noting that they will breathe and it loses connection to the implant.  Caller stated that since they got the (external) equipment replaced, they're still having the same problems. Caller stated they had an x-ray scheduled the other day and was trying to turn the stimulation off, but the controller kept saying no device found. Caller commented that after the x-ray they finally could connect and turn it off. Caller confirmed they were able to connect to the implant without the recharger, but noted that there have been 2-3 times at least where the controller has gone back to set up and they had to connect the recharger to find the implant. Caller stated the implant is very superficial and not too deep. Caller later commented that they've lost weight. Caller stated the x-ray showed that possibly the leads are wrapped in front of the implant which caller stated their rep said would contribute to their recharging issues. Caller stated it's not confirmed that the leads are in front of the implant, and that's just what caller thought based on the x-ray. Agent asked caller if they could feel the leads over the implant, and caller stated they don't feel around back there much because it still hurts there and itches like crazy. Agent attempted to redirect caller to their healthcare provider to check implant site, but caller became escalated. Caller stated they're very frustrated because every time they call "technical support" they are told to talk to their doctor, and then their doctor says to talk to the rep and the rep tells them to call technical support. Caller complained that technical support should be open on the weekends because what if they became paralyzed. Caller stated the implant is defective and the company is terrible. Caller stated they can't get any assistance and they're going to have the implant replaced with another company. Caller stated that manufacturer should pay for the replacement because their device is defective. Anytime agent tried to review processes, device information, or role of rep/hcp/patient services, caller would interrupt and add another complaint regarding the company/implant, etc. Caller stated they will be getting the device removed because it was the worst decision they ever made. Caller stated they're glad they didn't go with the pain pump because that would have probably killed them. Agent reviewed due to request for compensation that agent would be passing information on to patient relations. Caller was upset with the process of connecting to patient relations and stated they should be able to call on their terms when they want to. Caller wanted to remain on the line while agent sent information to patient relations. Caller had made agent very upset throughout the call and would not disconnect. Agent did not ask further questions to caller and disconnected the call due to nature of call. Caller added that they are in pain because the device isn't working properly and they are too afraid to use it because it's so inconsistent. Caller mentioned that their doctor won't give them pain pills. Caller clarified that by inconsistent they meant that their adaptivestim doesn't work right. Caller stated that sometimes when they sit it goes to 0 instead of 4 like it's supposed to and then it will shoot up all the way to 4 and it's like a jolt. Caller stated this happens in all the positions, and when they check position it shows the right position but the intensity is down to 0. Agent had caller confirm cycling was not turned on. Agent tried to redirect caller to their healthcare provider to check programming, and caller became escalated.